Event description:
The pt's vendor reported that the pt reported experiencing elevated blood glucose of up to 580 mg/dl for the past week, and believes the infusion set is leaking insulin. The pt did not notice that the adhesive of the infusion site or clothing was wet but, the pt could smell insulin. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.